Event description:
The patient stated she has been experiencing a lot of back pain in sacral nerve, on the left side, down by her buttocks area. Patient stated she has been seeing an orthopedic hcp regarding reported issues for the last six to eight months. Patient stated she has received three shots of cortisone for reported issues and they have not helped at all. Patient stated she was going back to see orthopedic hcp today and wanted to know if the back pain in sacral nerve could be connected to interstim device. Patient stated she spoke with the nurse at interstim hcp office and nurse indicated over the phone that it is highly unlikely that the reported issues are connected to interstim device, but patient stated the time frame was so similar. Patient stated she will contact interstim hcp office and schedule an appointment regarding reported issues. It was later reported a day later that the patient was yet to be seen and the cause of the sacral nerve pain was not determined. Patient follow up appointment was scheduled for (B)(6) 2017 (information reason suggests the year was wrong (2016)).the patient has had the device shut off times 2 months-zero improvement. The patient indicator for use is urinary dysfunction/sacral nerve stim/gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.